Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump has unresponsive buttons. Customer states they were trying to clear the unexpected restart alarm when they noticed that the buttons didn't respond. Blood glucose level was not reported at the time of the incident. Customer states the time does advance . Customer was not able to clear the alarm due to buttons not responding . Insulin pump is expected to return.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Pump passed displacement test, unexpected alarm error test and selftest. Unit was monitored and no unexpected alarm during testing. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.